Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) clinic. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope presented an issue of disappeared image and scope communication errors e226 and e238, including error code life of optical module e117. The event occurred during a diagnostic colonoscopy procedure which was completed with the same device. There were no reports of patient harm.